Event description:
It was reported the patient experienced an overstimulation sensation. The pain made walking difficult for the patient. The patient could barely sit up. The patient was programmed initially while lying down and felt an increase in stimulation when they stood up. The patient saw the poor communication screen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4)